Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer changed the cartridge and infusion set to resolve the reported issue. Customer's blood glucose level was in the 500 mg/dl range. Customer addressed bg levels with manual injections. The reported issue was not occurring at the time of the report, therefore, troubleshooting was unable to be performed.